Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power error detected alarm. Their blood glucose level during the incident was 9.5 mmol/l. It was noted that they had previously called to report a power error detected alarm. The power error detected did not recur within a week of troubleshooting previous occurrence. Troubleshooting was performed. The device will return for analysis.